Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that only one cartridge had a high radiation dosage in the postoperative survey. The value was 0.3msv/h. The surveys of all tools, except the cartridge, had usual values. The survey of the patient's urine was not a problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
Only a cartridge had high radiation dosage in the postoperative survey. The value was 0.3msv/h. The surveys of all tools except the cartridge were usual values. The survey of the patient urine was no problem.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the brachysource seed implants, sterile IFU, pk0302178, 11/2009 was reviewed. The section entitled "warnings and precautions" directs the healthcare professionals to initiate radiation surveys on all components upon completion of the seed implant. Additionally, the section entitled "warning: never implant visibly damaged brachysource seed implants" describes how to handle the seeds and what will occur should such force damage the source. Lastly, the section entitled "accidental damage" describes steps to be taken should damage occur to the brachysource seeds." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that only one cartridge had a high radiation dosage in the postoperative survey. The value was 0.3msv/h. The surveys of all tools, except the cartridge, had usual values. The survey of the patient's urine was not a problem.